Manufacturer narrative:
Inspection and testing found a hole in the adhesive at the distal end of the scope. In addition, the adhesive at the bending section was detached. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
An olympus employee observed superficial damage at the distal end of the scope during incoming inspection of the loaner device. The customer had not reported any anomalies with the scope when it was returned. During inspection and testing of the scope, a hole was found in the adhesive at the distal end. This report is being submitted for the malfunction found during evaluation (hole in the adhesive). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to the initial medwatch. The aware date should be 08-mar-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation the reported event is likely due to the distal end adhesive became deteriorated due to chemical stress, storage environment at the facilities. Olympus will continue to monitor field performance for this device.